Manufacturer narrative:
(B)(4)

Event description:
New information received: patient returned to clinic for follow-up and high lead impedance and high capture threshold was observed. Programming changes were made. Patient left clinic in stable condition and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission with episodes of inappropriate ams, noise was observed on the ra lead. Patient was scheduled for a follow up. No further information available.